Manufacturer narrative:
On 14-may-2025, additional information was received indicating the physician¿s opinion on the cause of this adverse event was unknown, and the physician commented that there was no problem with the appearance of the product and the usability during the procedure. The patient fully recovered (no residual effects), and the patient did not require extended hospitalization. This was a new procedure for paroxysmal ar. Relevant tests/laboratory data was an asymptomatic stroke was confirmed by magnetic resonance imaging (MRI) examination the next day of the procedure. There was no pre-ablation thrombus check performed. No other relevant history/preexisting condition. The activated clotting time (act) before and during ablation was 350 seconds. One catheter and one sheath used for each exchange, and one transseptal puncture site was performed during the procedure. Number of performed pfa ablations was 26, and no ablations performed outside the pulmonary veins. The patient did not have anatomical abnormalities. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced cerebrovascular accident. After the procedure, an asymptomatic stroke occurred. The procedure itself was completed without any problems. In the next day, a magnetic resonance imaging (MRI) examination confirmed the event. Patient recovered and did not require extended hospitalization.

Manufacturer narrative:
On 1-apr-2025, additional information was received indicating the event date was ¿16-jan-2025¿ and the lot number of the suspected device is ¿31456673l¿. Based on this information the following fields have been updated: b4. Date of event has been populated with 16-jan-2025. D4. Lot has been populated with 31456673l. D4. Expiration date has been populated with (B)(6) 2025. D4. Primary UDI number has been populated with (B)(4). H4. Device manufacture date has been populated with 9/10/2024. Since the lot number was provided, a manufacturing record evaluation was performed for the finished device number lot 31456673l and no internal action related to the complaint was found during the review. Correction: it was noticed field action information was inadvertently omitted from the 3500a initial medwatch in fields h7. Remedial action initiated type and h9. FDA correction/ removal reporting no. The fields have now been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-apr-2025, additional information about patient, product and event were received. The event date was clarified to be ¿(B)(6) 2025¿. It was reported the patient fully recovered with no residual effects. The physician commented that there was no problem with the appearance of the product and the usability during the procedure. Procedural act was 350 seconds. There was no evidence of char / thrombus / clot during the procedure. The number of performed ablations applied were 26 ablations delivered with pulsed field ablation (pfa) and all delivered within the pulmonary veins. No ablations were performed outside the pulmonary veins. An MRI revealed an asymptomatic cerebral infarction, and the event was an imaging finding. The patient had no neurovascular symptoms. The patient did not have history of stroke, and no intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 9-sep-2025, additional product investigations were provided indicating an internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. Additional investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).